Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 was not detected on the bus and unable to recover. The customer tried to reboot and recover the drawer, but issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed and not detected on bus. A field service engineer found that drawer 2.2 in the matrix drawer was not detected on the bus, reseated the cables to restore connectivity and had the customer test to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.